Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows a tear in one plate haptic. There is clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon was inserting a toric single piece silicone lens model aa4203tl and noticed the lens was torn, so he quit inserting it. There was patient contact but lens was not all the way into the eye, so no patient injury. The reporter stated, the lens could have been damaged during loading because they do not load under the microscope.